Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life¿ with no telemetry and no output. (B)(4).

Event description:
It was reported the multiple sclerosis (ms) and parkinson¿s disease (pd) patient ¿couldn¿t sleep¿ the night prior to report because ¿she heard a sound¿ and ¿thought it was from her implantable neurostimulator (ins).¿ the patient further reported she heard a ¿ticking in her ear¿ and a sound ¿like an alarm clock, but no one else heard this¿ following hearing the sound, the patient ¿felt a pressure in her head/brain.¿ the patient then checked her ins battery and reported observing an elective replacement indicator (eri) message. The patient¿s programmer indicated the ins was low with an empty battery symbol. The patient reported her deep brain stimulation (dbs) physician had told her the ins ¿could last 3-4 years, however one of her settings was set high¿ and that her ms physician ¿said it might last up to 7 years.¿ the patient noted that for the past month prior to report ¿her hand started to tremor; however she wasn¿t concerned as she had determined that when she was under stress her symptoms became more pronounced.¿ the patient was redirected to her healthcare provider (hcp). The patient then indicated that she ¿was going along fine¿ and did not have a hcp where she was currently located at the time of report. The patient reported ¿it took a while for them to find the settings that provided optimal control¿ and that ¿she didn¿t want anyone making changes¿ to her settings. The patient reportedly insisted at the time of report that each of her leads had 5 electrodes on it, ¿as that was what she was told.¿ the day after initial report the patient noted ¿a loss of therapeutic effect¿ and that ¿a lot of her symptoms were getting bad.¿ the patient reported that ¿before she got her dbs she was in a wheelchair or used a walker most of the time.¿ the patient further reported ¿she couldn¿t use her legs¿ and that ¿her arms stopped working and after the third surgery she was able to do it all over again.¿ the patient noted that prior to surgery the she had been diagnosed with ms, had ¿opt gingeritis,¿ and her ¿left eye went blind.¿ the patient also reported she had shown signs of essential tremor (et) ¿from the very beginning¿ and that it ¿steadily got worse as they put off surgery for two years through lots of medications and treatments.¿ prior to implant the patient had ¿gained strength in her legs¿ through home therapy and learned ¿how to walk and she had speech therapy.¿ the patient reported that following implant, that in (B)(6) 2012 ¿she was perfectly fine¿ and that ¿they found a setting on her battery that helped everything.¿ the patient reported that ¿a couple times¿ since she had seen her eri message that she had ¿gone complete stiff, where she couldn¿t talk or use her arms or legs and she stuttered.¿ this had reportedly occurred about a week after initial report. The patient ¿had this episode where she couldn¿t talk and she couldn¿t get out the words and could barely move her arms or legs and then during the day it ironed out and she was back to normal.¿ since the patient had experienced this episode ¿her tremors would come back and then go away and she would lose her balance and then that went away.¿ upon meeting with her physician two weeks after initial report, the patient was told they had eight and a half weeks left until their ins reached end of service (eos). The patient was scheduled to have the ins replaced on (B)(6) 2015 as a result of the event. The patient noted she was afraid this would be too late and that the ins would reach eos before that time. The patient¿s physician then turned off the ins in order to perform an EKG for preoperative testing and the patient reported ¿her body started flopping up and down on the table uncontrollably¿ and that her physician ¿couldn¿t keep her still so they tried to turn her back on and finally it went away after a few minutes.¿ the patient noted that her ins was at 2.33 volts as of two weeks after initial report and had reportedly been at 2.31 volts the night before. Nine days later, the patient reported her ins was at 2.26 volts. The patient was redirected to her hcp. Additional information has been requested. A supplemental report will be filed if additional information is received.